Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was rep reported that the patient was implanted with a spinal cord stimulator about 4 weeks ago and was at their post-op appointment today and the ins was implanted quite superficially in the body(event), so the distance between the ins and surface of skins was less than 1 cm. It was reported that they could get an excellent connection with the implanted neurostimulator, but the connection would quickly flip back to good. Mdt rep. Mentioned they could feel all edges of the implant under the skin, but could only get a good connection. During the call, the rep (put) a thin towel between the recharger and the implant and increased the distance to get excellent connection and excellent connection remained stable. The troubleshooting steps that were taken on the call resolved the issue.